Manufacturer narrative:
The advocate did not provide the patient or reporter details, therefore, no information was captured (patient initials), (patient age), (patient weight), and (initial reporter). The advocate did not provide the product details, therefore no information was captured (model # and serial #). Additionally, no information was captured , as the device manufacture date could not be determined.

Event description:
An advocate alleged that the customer purchased a contour next meter in the us and found the blood glucose readings in mmol/l. There was no allegation of an adverse event. The device in not expected to be returned for evaluation.